Event description:
It was reported that a revision surgery was needed to replace locking caps that were loosened post-operatively with subsequent rod and cage slippage.

Manufacturer narrative:
Seven (7) locking caps were returned for evaluation. A visual inspection of these implants showed a variety of witness lines and deformation on the underside of the locking caps consistent with locking caps that were tightened against a rod. These markings support that the caps were tightened against the mating rod, however, identifying the amount of torque that each cap was tightened to could not be established. The imaging provided confirms the displaced corpectomy cage and the bilaterally slipped rods at the base of the construct. A review of the available material concluded that the locking cap migration is likely a result of excess force on the implants resulting from the displaced corpectomy cage. However, the exact cause of the reported issue could not be determined.